Event description:
It was reported that during an un-specified procedure, two indeflators were used, but could not reach an adequate pressure to deflate the balloon. It was noted that there appeared to be a leak. A new indeflator was used to deflate the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the compliant device was returned for analysis, but the reported leak/deflation issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional indeflator is being filed under a separate medwatch report.